Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had two 911 calls due to low blood glucose of 22 mg/dl. Healthcare provider adjusted insulin pump which resolved issue. Customer declined transfer to helpline.